Event description:
It was reported that the customer was hospitalized due to low blood glucose of 28mg/dl. It was stated that the events leading to his admission was nausea and restlessness. It was stated that the customer was experiencing high blood glucose for the past day. It was stated that the insulin pump was alarming button error, and troubleshooting could not be performed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.